Manufacturer narrative:
This report is being sent as follow-up no. 1 to update sections a2, a3, a4, b5, b7, and d10 with additional information and to provide the completed investigation results. One 6fr destination sheath was returned for assessment. The sheath was subjected to visual analysis. The sheath was separated with the coil holding the two separated pieces together. The separation was measured to occur 23.3 cm from the hub. The complaint can be confirmed for sheath separation based on the condition of the returned device. The exact root cause could not be determined. All destination kits undergo 100% inspection before shipping from terumo. The likely root cause is that withdrawing the sheath over the very calcified and artery caused the sheath to experience significant and tension, which led it to separate. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No ncs or capas were opened for this issue within the last 12 months. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).

Event description:
Additional information received on 20 mar 2025: the procedure performed was a right femoral angioplasty with left femoral puncture and crossover. Despite an angulated aortic bifurcation, crossover was possible with no intraoperative vascular spasm. The patient had a surgical history of opposite puncture points with prosthetic material (patch). Simple manual removal was performed to extract the broken device, done manually and gently to avoid breaking the residual metal cable. A pre-deployment angiogram was performed, showing no loss of intravascular material. Blood loss was less than 50cc. The patient remained stable, and the procedure was completed successfully. Concomitant devices used were a viabahn gore stent before rupture and a ranger balloon. The device broke inside the patient, but there were no consequences for the patient or the procedure. Additional information received on 28 apr 2025: all pieces were removed from the patient during the procedure.

Manufacturer narrative:
D6a: implanted date: device was not implanted, d6b: explanted date: device was not explanted, e2: health professional: requested, unknown, e3: occupation: vigilance correspondent. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the breakage of the introducer during traction while removing the material. The patient sustained no injury.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section g3. Upon internal review it was found that the g3 date (29-apr-2025) on MDR 1118880-2025-00039f was incorrect; therefore, a correction is being made.